Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported that following a cryoablation procedure with a polarsheath, the patient experienced a small 3 centimeter hematoma to the right groin. The suspected cause was that protamine was not administered post procedure. The patient was given 50mg of intravenous protamine in the post-catheterization unit and the event resolved. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study frozen af py004. It was reported that following a cryoablation procedure with a polarsheath, the patient experienced a small 3 centimeter hematoma to the right groin. The suspected cause was that protamine was not administered post procedure. The patient was given 50mg of intravenous (IV) protamine in the post-catheterization unit and the event resolved. The device is not expected to be returned for analysis. It was further reported that the patient was also given IV ondansetron and morphine.